Manufacturer narrative:
Per the patient's surgeon, the device was explanted due to suspected pain and non-auditory sensations with device use. It was reported that the patient frequently displayed autoaggression towards the implant site. This report is submitted december 17, 2019.

Manufacturer narrative:
This report is submitted on june 18, 2019.

Event description:
Per the clinic, the device was explanted under a general anaesthetic on (B)(6) 2019 for unknown reasons. It is unknown if the patient was re-implanted with another device.